Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08338. It was reported the patient's scs leads migrated from their original location. Additional information received identified the patient's scs leads were explanted and replaced on (B)(6) 2014 due to the patient's existing leads having what appeared to be lead fractures.